Event description:
It was reported that at the patient's 3 month follow-up, the lead was found to be dislodged. The physician elected to return to surgery for lead revision/replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.